Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of the returned device confirms the reported implant fracture. Visual and sem examination indicates that post/spine of the articular surface has fractured off due to pre-fracture impingement and the articular surface is pitted and worn. X-rays reviewed by a radiologist indicates that component fit and alignment is grossly standard. Arthroplasty components appear intact, without gross evidence of loosening. There is slight lateral subluxation of the patella, with mild patellar tilt. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Product location unknown.

Event description:
It was reported that a patient underwent an initial knee procedure on unknown date. Subsequently, the patient was revised due to a fracture of the articular surface. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Concomitant medical products- nexgen femoral component size d left, catalog # 00576401451, lot # 62169060. Nexgen all poly standard patella 32mm, catalog # 00597206632, lot # 62166714. Nexgen tibial stemmed component with lcck, catalog # 00598003701, lot # 62155293. Taper stem plug, catalog # 00596009900, lot # 62167348. Stem extension replacement screw, catalog # 00598009000, lot # 62165345. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.